Event description:
A home patient contacted baxter's technical service center regarding a system error, message that appeared on the display of the home patient's homechoice machine during the initial drain cycle theur automted peritoneal dialysis therapy. Per initial report, the home patient started the initial drain cycle prior to connecting their transfer set to the patient line of the homechoice cassette. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.